Manufacturer narrative:
(B)(4). The customer reported the unit is not shutting off. There was no reported patient involvement. The philips field service engineer evaluated the device and no trouble was found related to the unit not shutting off. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of 12/9/2011 the customer has not reported any further trouble with this device.

Event description:
The customer reported the unit is not shutting off. There was no reported patient involvement.